Event description:
It was reported that during implant, the device experienced t-wave oversensing (twos) after ventricular paces, and the doctor was unable to program the device to prevent this from occurring. After several lead repositioning attempts, a satisfactory position was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.